Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned valve confirmed a valve with signs of distortion and multiple bent struts as well as two broken struts observed between frame cells. This type of damage suggests that there was a misload during the loading process that led to this type of damage to the valve frame. Loading of the valve is a process that is highly dependent on the operator technique; in this case, the inspection process per the instructions for use (IFU) was performed and properly identified the bent and broken struts on the valve, prior to introduction to the patient. It should also be noted that per the medtronic best practices training, the temperature of the loading bath should be between 0-8 degrees celsius. Bath temperatures not sufficiently chilled can lead to excessive loading forces. In addition, proper lighting should always be used to visually confirm paddles are properly seated and all outflow crowns are captured within the capsule. While nitinol is a material which features ¿shape memory¿ and ¿super-elastic¿ material properties, extreme levels of strain/deformation beyond the elastic properties of the materials result in permanent/plastic deformation which is not reversed by warming the material. This effect is amplified if the loading process / deformation is not performed while the material is at sufficiently low temperatures, i.e. Ice bath conditions. Permanent deformation of the transcatheter aortic valve¿s nitinol frame can result from subjecting the device to extreme deformation conditions, such as those occurring during severe misloads of the valve into the compression loading system (cls) or the delivery catheter system (dcs). This event took place prior to introduction of the patient, and no adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in an explant kit, submerged in clear 0.2% glutaraldehyde solution. The frame appeared distorted with an oval-shaped outflow appearance. All leaflets were pliable and intact. All leaflets were in the closed position with a gap between leaflets 1 (l1) and 1 (l2) . All commissures were intact. The frame exhibited signs of distortion with multiple bent struts lateral to the c paddle (left of the c paddle: frame cells c116, c124, c125, c126, c133, c135 and right of the c paddle: frame cells c16, c17, c18, c25, c26, c27). Two broken struts were observed between c124 and c135 and between c16 and c17. The damage on the frame is suggestive of frame misalignment during the loading process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, during the valve load process a mis load occurred and a strut on the valve frame was bent. It was reported that part of the node came off and was possibly broken. A new valve was successfully implanted using a new delivery catheter system (dcs). No adverse patient effects were reported.